Event description:
It was reported that patient underwent surgical intervention on 14 february 2024 during which the physician moved the ipg pocket superiorly at the patient¿s request for comfort. Therapy was restored post-op.

Manufacturer narrative:
A patient experiencing discomfort at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.